Manufacturer narrative:
The tech isolated the issue to the head gas springs. He replaced both head gas springs to repair the stretcher.

Event description:
The account stated that the head of the stretcher is not staying in the raised position.